Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was unresponsive. There was no adverse impact to the customers blood glucose level. Customer reverted to using an alternate method of insulin therapy.